Manufacturer narrative:
Citation: mauri v et al. Impact of device landing zone calcification patterns on paravalvular regurgitation after transcatheter aortic valve replacement with different next-generation devices. Open heart. 2020 may;7(1):e001164. Doi: 10.1136/openhrt-2019-001164. Earliest date of publish used for event date and death date. The literature article was previously reported via regulatory report # 2025587-2020-01879. A review of the medtronic global complaint handling database with the provided device identifier (serial number) returned no duplicate records. Without return of the product no definitive conclusion can be made regarding the clinical observations.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of device landing zone calcification patterns on paravalvular regurgitation after transcatheter aortic valve replacement (tavr). The study population included 642 patients (predominantly female, mean age 82 years), 132 of whom were implanted with medtronic evolut r bioprosthetic valve (no serial numbers provided). Among medtronic evolut r patients, seven deaths occurred within 30 days of implant. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among medtronic evolut r patients adverse events included: mild to severe paravalvular leak (pvl), major vascular or bleeding compli cations, permanent pacemaker implant, and stroke. Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported. Additional information received from the physician/author provided these details: case 6: following implant of the evolut r valve (serial (B)(4) the patient developed retroperitoneal hematoma related to the procedure. Subsequently the patient went into septic shock, and died 18 days post procedure. No further details were provided regarding these patients or devices.